Event description:
It was reported the patient was in the hospital for bypass surgery. The device was programmed to ddd at 64 bpm and went into asynchronous pacing mode. The epg (external pulse generator) appeared to fire on r-wave causing the patient to go into vt (ventricular tachycardia). A code was called for cardiopulmonary arrest, and CPR was performed. The patient was subsequently defibrillated and converted back to previous rhythm. The event caused the patient's discharge from the hospital to be delayed by a couple of days, but there were no further complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: ECG strip analysis concluded there was evidence of atrial undersensing, which resulted in asynchronous atrial paces. It was not possible to determine, with the information available, if pavb (post atrial ventricular blanking) or the user's ventricular sensitivity contributed to the ventricular pace delivery. Electrical evaluation resulted in all tests passing, except a test for atrial ac rejection, the purpose of which is to confirm the device will continue to provide atrial sensing in the presence of low levels of ac noise. Testing confirmed that atrial ac noise sensitivity was out of specification. The root cause was traced to an integrated circuit on the main pc board. Visual analysis found the upper and lower cases and side bail covers to be broken, the ring bail and cover missing, and the battery contacts compressed. The heart block and heart wire contacts and battery drawer were contaminated.